Event description:
Following placement of stent, pt experienced a violent episode of vomiting. Approx one week later, stent placement was checked with films. It was noted that the stent had migrated partially into stomach. Attempts to retrieve the stent were not successful and was left in. The physician felt the violent episode of vomiting may have caused dislodgement of the stent.